Manufacturer narrative:
Reagent issues were excluded. The field service representative found the mechanical movement of the probe was blocked by an incorrectly assembled sponge. He corrected it and confirmed the module was performing within specifications. He also performed cleaning's and adjustments. The cause of the event could not be determined. The issue is consistent with an operator error during operator maintenance, but this could not be confirmed. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable cholesterol results and "lpt" results for 1 patient sample on a cobas 6000 c501 module. Cholesterol results: the initial result was 6 mg/dl. The repeated result was 171 mg/dl. "Lpt" results: the initial result was 164 mg/dl. The repeated result was 576 mg/dl. Clarification for "lpt" test was requested, but not provided. No questionable results were reported outside of the laboratory. The reagent lot numbers with expiration dates were not provided.